Event description:
It was reported that the patient was admitted to the hospital following receipt of multiple possibly inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the device episodes showed there to be a change in the morphology of the patient?s arrhythmia from prior events that resulted in undersensing of r-waves and oversensing of t-waves. Due to the morphology of the arrhythmia, technical services questioned whether the patient was compliant with any prescribed rate control medication as well as if the patient could have experienced an electrolyte imbalance leading to the event. Review of the device data determined that the patient received a total of 21 shocks from march 7-march 10. An electrophysiology study was also recommended to help determine the proper course of treatment for this arrhythmia. The s-ICD remains in service. Additional information is being requested at this time.

Event description:
It was reported that the patient was admitted to the hospital following receipt of multiple possibly inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the device episodes showed there to be a change in the morphology of the patient's arrhythmia from prior events that resulted in undersensing of r-waves and oversensing of t-waves. Due to the morphology of the arrhythmia, technical services questioned whether the patient was compliant with any prescribed rate control medication as well as if the patient could have experienced an electrolyte imbalance leading to the event. Review of the device data determined that the patient received a total of 21 shocks from (B)(6). An electrophysiology study was also recommended to help determine the proper course of treatment for this arrhythmia. The s-ICD remains in service. Additional information received from the field indicated that while in the hospital the patient was sedated and the dose for amiodarone was increased. The shocks were deemed appropriate, and no programming changes were made to the s-ICD. It was planned for the patient to attend routine follow-up in three months.